Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-sep-2021. The most recent information was received on 20-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced muscle disorder ("recurrent muscle problems"), insomnia ("sleep loss") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), allergy to metals ("her body reacted with a power of 1000 to nickel on allergy test") and migraine ("migraine"). Essure treatment was not changed. At the time of the report, the abdominal pain, allergy to metals, muscle disorder, insomnia, headache and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, headache, insomnia, migraine and muscle disorder with essure. The reporter commented: she went through physiotherapy sessions, osteopathy sessions, computed tomography scans, magnetic resonance imaging (results not provided). She has to go see her gynaecologist to have remove the device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2021: her body reacted with a power of 1000 to nickel. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced muscle disorder ("recurrent muscle problems"), insomnia ("sleep loss") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), allergy to metals ("her body reacted with a power of 1000 to nickel on allergy test") and migraine ("migraine"). Essure treatment was not changed. At the time of the report, the abdominal pain, allergy to metals, muscle disorder, insomnia, headache and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, headache, insomnia, migraine and muscle disorder with essure. The reporter commented: she went through physiotherapy sessions, osteopathy sessions, computed tomography scans, magnetic resonance imaging (results not provided). She has to go see her gynaecologist to have remove the device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on (B)(6) 2021: her body reacted with a power of 1000 to nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.